Event description:
Attorney reported: in 2003--the pt presented to the hospital for repair of an incarcerated ventral hernia with mesh. The pt's hernia was repaired with placement of a small oval composix kugel mesh. In 2005--the pt's surgeon performed a ventral hernia repair. The defect was then closed using large oval composix kugel mesh. In 2007--the pt was taken to the ER due to severe abdominal pain. A CT of the abdomen revealed a ventral hernia containing small bowel loops. In the next day--the pt's defect was repaired using a bard mesh. In 2008--according to the operative report performed the pt presented with the fourth occurrence of a ventral hernia. During the procedure, examination revealed that one of the previously placed meshes was attached to the fascial wall with extensive adhesions. The mesh was removed and a 7 x 9 inch duo mesh was placed. Because of the defective mesh patches and all the medical visits, hospitalizations and surgeries it necessitated, the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence and adhesions, which are known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. It is unk which mesh was explanted in 2008. Info related to the recalled composix kugel mesh implanted in 2005 will be reported. See MDR 1213643-2009-00347 for info related to the bard mesh implanted in 2007.